Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unexpected loss of power was confirmed. Ventec observed that the device would cycle power/reboot by itself. Ventec opened the device in order to perform an internal inspection and observed that there was excess glue/glue residue on the cough assist valve shaft. This glue was causing the cough assist valve to become stuck in the exsufflation position, triggering the reboot condition. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was excess glue/glue residue on the cough assist valve shaft.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. The reporter advised that the patient's respiratory therapist was present and performing cough assist therapy when they observed the device alarm and then power itself off. There was patient involvement associated with the reported event. The reporter advised that the respiratory therapist was able to place the patient on a different ventilator for support, and that the patient tolerated the switch and remained at her base-line throughout the event. No further details were provided.